Event description:
The customer reported that a pt coded and the defib unit failed to deliver a shock. The pt expired.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.